Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts were made by tandem technical support to obtain additional information, however, a response from the customer was not received.